Event description:
While loading the precise rx device unto the wire, the stent was noticed partially deployed. There were no kinks or bends in the product. There were no problems experienced prepping the device. The product was not used in the patient; therefore, there was no patient injury. The product will be returned for analysis.

Manufacturer narrative:
This product is available for analysis. Additional information will be provided within 30 days of receipt.